Event description:
A user facility has reported that when the pt attached to the catheter in order to perform their peritoneal dialysis treatment, it leaked. The initial report also indicated that as a safety measure, the nurse will give a po antibiotic. The facility has been contacted for further info on this event. It has been learned that this event was a connector leak that occurred. A new co-pack adaptor had been applied to the pt's catheter, and a dose of antibiotic was given by mouth, as a preventive measure. The pt is able to continue peritoneal dialysis with no further ill effect from this event. The sample is available for an eval.